Manufacturer narrative:
Continuation of d10: product ID 8598a serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2024. Product type catheter pro duct ID 8596sc serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2024 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that an increase in sc fentanyl by 150mcg was made.

Manufacturer narrative:
Continuation of d10: product ID: 8598a; serial#: (B)(6); implanted: (B)(6) 2022; explanted: (B)(6) 2024; product type: catheter. Product ID: 8596sc; serial#: (B)(6); implanted: (B)(6) 2022; explanted: (B)(6) 2024; product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the last increase was not helpful. An increase in sc fentanyl by 150mcg and increase in bolus dose by 10mcg was made.

Manufacturer narrative:
Continuation of d10: product ID: 8598a; serial#: (B)(6); implanted: (B)(6) 2022; explanted: (B)(6) 2024; product type: catheter. Product ID: 8596sc; serial#: (B)(6); implanted: (B)(6) 2022; explanted: (B)(6) 2024; product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the patient was given a bursa injection and an increase in fentanyl sc by 100mcg and increase bolus dose by 10mcg each was made.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that a normal catheter dye study was performed.

Manufacturer narrative:
Continuation of d10: product ID 8598a, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2024, product type catheter. Product ID 8596sc, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2024, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving fentanyl (unknown concentration or dose) and bupivacaine (unknown concentration or dose) via an implantable pump for unknown indications for use. It was reported that the patient was experiencing low back and left hip pain that radiated into the left groin. They increase the medication to 100 mcg and increased the boluses to 30 mcg. Additional information received from the healthcare provider via a clinical study indicated that the patient reported increased pain that wakes them up at night. An increase in sc dosing by 100mcg was made. Additonal information recevied from the healthcare provider via a clinical study indicated that the pump was helping with the patient's pain relief. Additional information received from the healthcare provider via a clinical study indicated that an increase in sc fentanyl by 100mcg and an increase bolus dosing was made. Additional information received from the healthcare provider via a clinical study indicated that the patient's pain was not well controlled (0/10 pain). A catheter access port (cap) contrast study was performed and the catheter failed the dye study. The catheter port could not be aspirated. A transforaminal epidural injection was given. The pump and spinal catheter replaced. Additional information received from the healthcare provider via a clinical study indicated that an increase in sc fentanyl by 100mcg was made.

Manufacturer narrative:
Continuation of d10: product ID: 8598a, serial#(B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2024, product type: catheter; product ID: 8596sc, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2024, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(6), ubd: 30-sep-2023, UDI#: (B)(4); product ID: 8596sc, serial/lot #: (B)(6), ubd: 12-aug-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the patient had worsening hip pain. An increase in bolus dosage by 10mcg and an increase to 5 bolus options was made.

Manufacturer narrative:
Product ID 8598a, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2024, product type catheter. Pro duct ID 8596sc, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2024, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The catheters were returned and no significant anomalies were found. Product ID 8598a, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2024, product type catheter. Product ID 8596sc, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2024, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8598a lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2024 product type catheter pro duct ID 8596sc lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2024 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the patient had 8/10 pain. The additon of 4 boluses at 25mcg each and an increase in sc fentanyl by 150mcg was made.

Manufacturer narrative:
Continuation of d10: product ID 8598a, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2024, product type catheter. Product ID 8596sc, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2024, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the patient reported not feeling any relief from boluses. An increase in bolus dose by 10mcg each was made.